Manufacturer narrative:
The patient referenced in this event file is enrolled in a collaborative society for vascular surgery vascular quality initiative (svs vqi) dissection project. The vqi is a collaborative of regional quality groups collecting and analyzing data in an effort to improve patient care. The vqi collects perioperative and one-year follow-up data. The vqi is governed by the svs patient safety organization (svs pso), which provides oversight of data sharing arrangements, key outcome and quality measure analyses, and dissemination of information to participating providers. All information contained in this event file was received from the vqi data base. Vqi is not managed, maintained or supervised by gore or any representative of gore. The initial information obtained from vqi is the only information being provided. Further investigation is not possible as identifiable data as to site(s), physician(s), patient(s), device(s) and/or specific date(s) are not being provided. Date of event: as the date of identification of aortic expansion was not provided, but was reported as approximately pod 1894, the event date has been estimated as (B)(6) 2020. Device information: the device lot/serial number was unavailable. Therefore device information remains unknown. If implanted, give date: as the date of device implant was not provided, but was reported as 2015, the implanted date has been estimated as (B)(6) 2015. Device manufacture date: as the device lot/serial number is unavailable, the device manufacture date is unknown. Type of investigation: code 4119 - the device lot/serial number was unavailable. No device history record review was able to be completed. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® thoracic endoprosthesis include, but are not limited to, aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion).

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in (B)(6) 2015 a patient underwent elective endovascular treatment of a rapidly expanding asymptomatic thoracic aortic aneurysm from dissection. The proximal extent of the dissection was located in zone 3 extending to zone 10. The maximum aortic diameter was 51mm located in zone 3. The primary entry tear was also located in zone 3. An ultrasound guided percutaneous femoral approach was used. Successful delivery of a conformable gore® tag® thoracic endoprosthesis was achieved with placement from zone 3 down to zone 5. The maximum aortic diameter within the treated aorta was 43.5mm. There were no reported issues and no endoleak was observed at procedure completion. The patient tolerated the procedure and was discharged to a nursing home an estimated 10 days following the procedure. On or around post operative date (pod) 365 no aortic enlargement was observed. On or around pod 1894 the maximum aortic diameter within the treated aorta was reported to be 65mm. The aortic diameter proximal and distal to the treated area had also increased. There was no noted endoleak. There was no noted aortic device deformation, and all branch vessels were patent. The perfusion source was reportedly the aorta distal to the endograft. The false lumen distal to the treated aorta within the dissection was noted to be only partially thrombosed. The false lumen proximal to and within the treated aorta were thrombosed. There was no reported proximal or distal extension of the dissection. No additional intervention was performed.